Event description:
En-user reports skin breakdown which is red and open to the peristomal skin located under mass all the way round stoma.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. End-user stated that they are current using eakin cohesive seals. End-user was provided instructions on crusting techniques by using stomahesive powder and barrier wipes. Lastly, it is reported that end-user's call was transferred to 180 medical, and samples were sent. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. : the actual date of event is unk, so the date used was the date convatec became aware.